Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts from the two most proximal stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal from the guide catheter. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The inner and outer were kinked at several locations along their length. In addition, the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23nov2015. It was reported that crossing difficulties were reported. The target lesion was located in a coronary artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 2.25x32 synergy drug-eluting stent. No patient complications were reported. However, returned device analysis revealed proximal stent damage.